Event description:
It was reported a balloon ruptured upon inflation during a superficial femoral angioplasty procedure of an extremely calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was received, evaluated and retained by this MFR. The shaft under the balloon was corkscrewed. The shaft was also flattened 1 cm distal to the strain relief. Pressure testing revealed a pin hole leak located 12mm distal to the proximal radiopaque marker. Scratches were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with overpressurization, a corkscrewed shaft under the balloon, as well as contact with a sharp external source, scratches on the balloon surface. F/u indicated this balloon was used in an extremely calcified lesion. Therefore, co believes these factors contributed to this event and does not attribute it to the device. Directions for use state: "due to the extremely thin wall thickness of the ultra thin balloon ultra thin balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully.